Event description:
The surgeon called and stated, he was applying a clip onto the cystic duct and he did not realize that there was a clip behind the ligation site. This clip caused the application of the applier to jam during use. The surgeon then stated he attempted to squeeze the handle further and the trigger broke causing the trigger / handle to swing freely.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.